Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported having lost weight over the last 3.5 months and that as a result of the weight loss the ins was "coming out of the skin." The patient stated that her healthcare provider (hcp) revised the ins to be deeper under the skin so that it does not hurt the patient anymore. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.